Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified cephalic vein. A 6.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured at nominal pressure. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified cephalic vein. A 6.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured at nominal pressure. The procedure was completed with a different device. No patient complications were reported. It was further reported that the balloon was initially inflated at 8 atmospheres for 30 seconds and during the second inflation, the balloon ruptured.